Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake. On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2010. On (B)(6) 2010, a peritoneal analysis and culture were performed. The analysis revealed 140 cells/mm3 leukocytes with 70% neutrophils and 30% lymphocytes. The results of the culture were unknown. On (B)(6) 2010 the patient began remedial therapy with vancomycin (1gm, loading dose, ip), amikacin (150mg, loading dose, ip), reflin (1gm, tid, ip), fortum (500gm, tid, ip) and heparin (1000units, tid, ip). Dianeal therapy was ongoing as well as remedial therapy with reflin, fortum and heparin continued. It was not reported whether the patient was retrained in aseptic technique. The peritonitis was resolving. The nurse believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique.

Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore no sample was returned for evaluation. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.